Manufacturer narrative:
The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device is being returned and the results of the investigation will be provided in a follow-up report. Vessel dissection is listed in the device labeling as a potential complication / adverse event. Manufacturer reference #: (B)(4).

Event description:
A female patient with left lower extremity deep vein thrombosis (dvt) underwent a thrombectomy on (B)(6), 2024 using the inari triever20 (t20). The clot age was estimated at 14 days. Three access points were made in the right intrajugular, left popliteal, and right popliteal. Wire positioning was obtained without issue and the triever20 was advanced without an introducer sheath. Several aspirations were performed which cleared the entire clot from the left popliteal vein. As the t20 catheter was being removed, a portion detached and the physician halted the procedure to perform imaging. A vascular surgeon intervened to perform a venous cut-down to remove the remaining portion of the catheter. All device fragments were removed successfully; the cut-down and popliteal veins were closed and a final venogram was performed. On (B)(6), 2024 follow-up was requested from the treating physician who reported the patient was "doing great" postoperatively.

Event description:
Patient follow-up was requested on (B)(6) 2024, but no new information was provided.

Manufacturer narrative:
The triever20 (t20) catheter along with ancillary products (hemostats and amplatz ss 0.035" guidewire) were returned to the manufacturer and evaluated. Visual inspection of the t20 catheter revealed it was split into three separate pieces. The inner coil was separating from the catheter outer jacket pieces. According to the report provided by the company representative who attended the surgical case, the t20 catheter was advanced into the vein without using an introducer sheath. The device evaluation concluded the event was attributed to unintended use error where the catheter was advanced without using an introducer sheath. This technique exposes the catheter to higher than tested/normal forces. The catheter separated due to excessive force used to pull on the catheter while inside the vasculature. The excessive force likely kinked the catheter shaft, creating a weak point in the catheter, and consequently causing the outer jacket to split and the catheter to separate. The device labeling recommends the use of a 22 fr introducer sheath and includes the following warning statement: " avoid using excessive force to advance or retract the flowtriever catheter or triever20 against resistance. If excessive resistance occurs, retract and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation". Manufacturer reference #: (B)(4).